Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint received. Patient was revised due to loosening of the device. It was noted that she had pain and falls since it was placed in her knee. Her leg just kept buckling and it was the tibia portion.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history review: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, both related to implant loosening. Total for lot number: 2 (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the surgical intervention, medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: age, description of event or problem, other relevant history, MFR name, city & state, device identification, implant date, explant date, medical products & therapy dates, evaluation codes. Corrected: patient identifier.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6) 2014: the patient underwent a left total knee arthroplasty secondary to severe arthritis. Attune implants were used and depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2017: the patient underwent revision of the left knee secondary to pain and loosening. Intraoperatively, the surgeon discovered synovitis and noted obvious loosening of the tibial component at the cement to implant interface. No intraoperative complications were noted. Doi: (B)(6) 2014. Dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history review: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, both related to implant loosening. Total for lot number: 2 (B)(4). Details for gentamicin component of combination product: dmf# - 13704 ,trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements .

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history review: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, both related to implant loosening. Total for lot number: 2 ((B)(4)). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.